Manufacturer narrative:
Device has not been yet returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging dizziness with headache, nausea and vomiting. No medical intervention was specified. The manufacturer was made aware of this information through a representative of the customer. Due to potential litigation surrounding this case, no follow up can be performed at this time and also no further investigation can be performed. If any additional information is received a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging dizziness with headache, nausea and vomiting. No medical intervention was specified. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service centre. The manufacturer service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation. In this report box h: eval method code, eval results code and conclusion code is updated.